Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn540 - columbus ps glid.surf.w/scrw.t4/4+ 10mm. According to the complaint description, the inlay fractured postoperatively after five (5) months. The implant was replaced with 12mm ps during revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4) ((B)(4)). Involved components: nn077k/ columbus cr/ps tib.plateau cemented t4 - lot 52815737 (aesculap ag reference no. (B)(4)); nn166k/ columbus ps femoral comp.cemented f6l - lot 52799420 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: aesculap ag has received a reimplanted polyethylene (pe) sliding surface and a fixation screw for examination. Two pieces of the sliding surface have broken off. During the visual examination, a number of damages caused by the reimplantation were found. Two pieces, one smaller and one larger, have broken off the pin of the sliding surface. The fracture surfaces do not show any material defects in the form of inclusions or pores. There are only tissue residues that were introduced afterwards. The provided fixation screw shows no anomalies, only slight damage to the screwdriver attachment. In addition, a compatibility check of the components was carried out, which complied with the specification. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon investigation results, a CAPA is not necessary.